Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97755 serial# (B)(6) product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they believed the recharger was shot. Patient (pt) stated that they were able to recharge the controller, however they couldn't get the recharger paddle to recognize the implanted neurostimulator no matter how they positioned the paddle. Patient said that every time they turned the controller on and put the paddle anywhere near the implanted neurostimulator (ins), the controller would say that the device was charging at 100%, however the device wasn't actually charging. Patient then said that the equipment would timeout and would say unable to recharge and to try again or cancel. Pt stated that there was wear on the recharger cord at the base of the paddle. Pt stated that the recharger cord at the base of the paddle would also get pretty warm there too which happened before. Pt stated that the recharger relay box was no longer clicking like it used to either. Pt stated that they might hear the relay box click once occasionally, but it wasn't clicking like it used to. Agent sent a request to repair to replace the recharger. When asked for the event date, patient said that it had been about a month. When asked for managing healthcare provider (hcp), however they didn't have a managing hcp for the ins. Agent offered to e-mail the pt a physician listing/pt accepted. Pt provided an updated address during the call, so agent sent an e-mail to prs for update. Pt inquired about ins longevity during the call. Agent reviewed.

Manufacturer narrative:
Analysis of the [recharger], model [97755 ], s/n [(B)(6)], revealed. Analysis found: no device found medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.